Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose event with a continuous glucose monitor reading of 46 mg/dl for approximately 30 minutes, treated with oral carbohydrates (approximately 46 grams, including soda), and the cause of the hypoglycemia was unclear; a device-related issue could not be characterized due to insufficient information and no specific device component could be identified. Symptoms included hypoglycemia with visual disturbance in the setting of known diabetic retinopathy. Outcomes included an unexpected need for medication in the form of oral glucose and classification as a serious injury or impairment. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings, and available information was insufficient to determine a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.